Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant (B)(6) result is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A false positive advia centaur (B)(6) result was obtained on a pt sample and reported to the physician. The physician questioned the result. The primary and the aliquot tubes were retested. The results were nonreactive. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) result.